Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade requiring a pericardiocentesis. It was reported that the first atrial septal puncture was performed approximately 10 minutes after the last cavotricuspid ishmus (cti) ablation. Since the first puncture did not perforate into the left atrial side, the second puncture of the atrial septum was performed after searching the septal area again. After that, when the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the left atrium under ultrasound guidance, pericardial effusion was confirmed. Pericardial drainage was performed. Timing when complaints occurred was approximately 40 minutes after the last cti ablation, and approximately 30 minutes after the first ventricular septal puncture. Pericardial effusion was confirmed on the echo screen approximately 30 minutes after initial bb (brockenbrough method). Initial drainage was performed approximately 5 minutes after confirmation. The patient's vital signs were confirmed to be stable, and the patient left the room. Atrial septal puncture was performed by rf needle. Cti ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was: high flow 30w 8.15ml/min 31w 15ml/min low flow 2.0ml/min. Vitals when the patient was left the room: hr 80, ibp s 140/d 66/m 73 spo2 100. There was no comment about the relationship with the bw product from the physician. The event might have occurred when the needle bounced during operation rather than during bb procedure. The autopsy of the patient was different from that of normal people, and they heard during the case that the cause might be that the doctor needed to advance the needle up to 6 o'clock direction, while aiming for the direction around in 4-5 o'clock in normal people when looking at the inf. The event might have been caused by bouncing the needle at this time. There were no abnormalities observed prior to and during use of the product. The patient¿s outcome from the adverse event was reported as improved. Patient required extended hospitalization because of the adverse event. Force visualization features used was dashboard; vector; visitag. Color options used prospectively was tag index.

Manufacturer narrative:
On 20-feb-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On 17-mar-2023, additional information was received indicating the patient required extended hospitalization for follow-up observation. The correct catheter settings were selected on the smartablate generator and the pump flow setting was normal and controlled by the smartablate generator. No error messages observed on biosense webster equipment during the procedure. Force visualization features used included dashboard, vector and visitag. The visitag module was used with the following parameters for stability, range: 3, time: 3, force over time (fot) at 25% - 3 g and tag size: 2. No additional filter was used. Tag index was used. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation was completed on 7-mar-2023. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(6) on 30-mar-2023 it was noticed field b2. Is hospitalization initial/prolonged was not check off in the 3500a initial medwatch report. As such, the field has not been check marked.